Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child's infusion set fell off and the same issue was recurrent. Therefore, the patient blood glucose level was 22.4 mmol/l at the time the incident. The site location was patient's abdomen. They had issues in controlling the disease. Currently, the patient's blood glucose level was below critical limit but came back within range after 45 minutes. No further information was available.